Manufacturer narrative:
Device manufacturer address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two clearlink system continu-flo solution sets separated from injection port which resulted in a saline leak. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one actual device was received for evaluation. The other sample was not received and therefore, could not be evaluated. Visual inspection was performed using the naked eye which observed that the tubing was separated from the second y-site clearlink in the upstream part. The insertion of the tubing into the y-site was according to specification. Dimensional testing was performed at the clearlink y-site housing and it was according to specification. The reported condition was verified. The cause of the condition was due to human production during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.